Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy keeping ovaries') in a female patient who had essure (batch no. Unk) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain") and experienced hair colour changes ("gray hairs"). The patient was treated with surgery (hysterectomy (ovaries conserved)). Essure was removed. At the time of the report, the medical device removal and weight increased outcome was unknown and the hair colour changes had not resolved. The reporter considered weight increased to be unrelated to essure. The reporter considered hair colour changes and medical device removal to be related to essure. The reporter commented: weight gain event reported as related to post procedure of hysterectomy. Concerning the injuries reported in this case, the following one/ones were received via social media: weight increased; hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. New event gray hairs was added. New reporter was added. Previously reported hysterectomy event pt updated as medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy keeping ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain") and experienced hair colour changes ("gray hairs"). The patient was treated with surgery (hysterectomy (ovaries conserved)). Essure was removed. At the time of the report, the medical device removal and weight increased outcome was unknown and the hair colour changes had not resolved. The reporter considered hair colour changes, medical device removal and weight increased to be related to essure. The reporter commented: weight gain event reported as related to post procedure of hysterectomy. Concerning the injuries reported in this case, the following one/ones were received via social media: weight increased; hysterectomy quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('hysterectomy keeping ovaries') in a female patient who had essure (batch no. Unk) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). Essure was removed. The reporter considered weight increased to be unrelated to essure. The reporter considered hysterectomy to be related to essure. The reporter commented: weight gain event reported as related to post procedure of hysterectomy. Concerning the injuries reported in this case, the following one/ones were received via social media: weight increased; hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.